Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated battery was not returned for evaluation as part of this investigation. Review of the device activity logs did not find evidence to support the reported event. Follow-up communication with the customer indicated that the device was also unable to charge the battery. It is unknown if these reports are related. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.